Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported ¿temporary basal rates go all over the place when trying to resume.¿ in addition, it was reported that in order to charge the pump, the cable had to be wiggled. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.